Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (forceps cover missing) likely occurred due to the application of external forces such as rubbing or crushing the site during transport, storage, use, cleaning, etc., likely caused by user handling. A review of the instructions for use identify the following verbiage, which may have prevented the phenomenon: "important information please read before use warnings and cautions (p.7). Warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient".

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover being missing was observed at inspection. In addition, it was noted that the objective lens had peeling of the cement. There were no channel issues found. Control knob had low tension. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for inspection of channel malfunctions, and the issue of forceps cover being missing was observed at the time of estimation. There is no reported patient harm.